Event description:
It was reported by costumer during use of linear intra aortic ballon (iab) the patient had presence of blood in the helium line without causing harm to the patient.

Manufacturer narrative:
Since the product was not received for evaluation so unable to evaluate the root cause of iab - leak, blood in tubing. An intra aortic balloon iab leak is the loss of integrity in the balloon membrane or its connections allowing blood or gas to enter or escape. Iab leaks can result from the following cases: 1. Membrane perforations caused by: abrasions tears (penetration by sharp objects). 2. Catheter perforations sharp objects. Severe kinks. 3. Inner lumen breaks or kinks. 4. Tip leaks. 5. Rear seal leaks.